Event description:
On (B)(6) 2008 the patient reported that the plunger of her insulin cartridge became stuck to the piston rod of her infusion device. She stated that 3-5 units of insulin spilled into the cartridge compartment and she dried the device with a cotton swab. The patient was instructed how to remove the plunger from the piston rod and she was educated on the proper procedure for removing the cartridge from the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.